Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, several episodes of oversensing on the rv channel were recorded.

Event description:
Reportedly, several episodes of oversensing on the rv channel were recorded.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Investigation summary: review of the quality documents confirmed that the lead and the device were manufactured and approved in accordance with accepted standards. Analysis of the provided data confirmed that, starting from 7 september 2024, episodes of ventricular oversensing occurred, without any charge or shock being delivered. All other electrical measurements were within acceptable range. Ventricular detections in the vf zone ranging from 0.4 mv to 0.8mv have been recorded, which could be related to the observed ventricular oversensing. The exact cause of the ventricular oversensing cannot be definitively determined; however, it is most likely related to an external source, such as diaphragmatic myopotentials. Based on the available data, no malfunction is suspected in the subject's system (lead and device) and a frequent patient monitoring is recommended. This case is retained and utilized for trend purposes.